Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in ventricular tachycardia (vt) storm and the device appropriately provided therapy. No intervention was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they went to the hospital after receiving a shock from their device. The patient stated that while in the hospital they were told that "the device went off over two hundred times" but never shocked them. The patient's wife also stated that while in the hospital it was noted that the device should have delivered a shock, but never did. The device is still in use. No further patient complications have been reported as a result of this event.